Manufacturer narrative:
The customer denied service. The issue will be handled in house. We have not received any photographic evidence or return part for further investigation. The root cause of the reported event could not been established due to lack of information.

Event description:
It was reported that the user interface holder broke. The patient involvement is unknown. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Our field service engineer was not on-site since the customer did not request any service and the issue was handled in-house. We have not been provided any picture or detailed information about this case such as; from which part the user interface was broken. Therefore we cannot further investigate the reported issue. Due to lack of information the root cause could not been found. H3 other text : 4112.

Event description:
Manufacturer ref.#: (B)(4).